Event description:
It was reported that during a da vinci-assisted surgical procedure that the integrated electrosurgical unit (iesu) would not recognize the grounding pad. The procedure had to be completed with a 3rd party generator. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.